Manufacturer narrative:
(B)(4).

Event description:
Review of the case study of slides and films was performed. The patient was being treated for an 88mm aaa. Pre-implant films showed that the neck was sharply angulated entering the aaa, and there was evidence of calcification near the bottom of the 15mm length proximal neck. Cta¿s at 1- month showed that the bifurcate was positioned just below the renals with approximately 2 stent lengths of proximal seal. Cta¿s at 10-months revealed that the bifurcate was positioned just below the lowest left renal, within the angulated neck. The ipsilateral limb was placed into the left common iliac artery, and the contra limb into the right common iliac. Contrast was seen within the proximal sac; however the source of the endoleak could not be determined. This may be a type iii fabric, type ii or proximal type I. Cta images from 20 months showed a similar endoleak, with a slightly larger amount of contrast seen from the earlier study. Several still angiogram images at 22 months showed that a catheter had been placed across the bifurcate aortic body through a likely fabric hole, and there was contrast seen outside the stent graft from a likely type iii fabric endoleak. The approximately location of the hole was on the posterior side between covered stents 3 <(>&<)> 4; about 1cm proximal to the contra limb/flow divider marker¿s. Embolization with onyx and a vascular plug was performed to seal the hole. Cta¿s from 30 months showed that the patient had abdominal and back pain, and a 95mm diameter aaa. Intense peri-aortic fibrosis with increased thickness of the aortic wall was noted, and the middle sacral artery was sutured during an open procedure. The cause of the aneurysm expansion appears likely related to the type iii fabric endoleak and type ii endoleak. The cause of the type iii endoleak is uncertain. It is possible that stent graft placement within the calcified and angulated neck may have caused fabric abrasion which led to the fabric tear.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 8.8 cm in diameter abdominal aortic aneurysm. The vessel morphology at the time of implant was reported as the aortic neck was 15.5 mm in length with mild aortic neck angulation. The aneurysm was 9.5 cm in diameter. 22 months post index procedure the angiography revealed that there is a type iii endoleak, fabric at the bifurcation of the stent graft. The physician stated the event was related to the device. The physician found a hole in the main body portion: the catheter passed through the hole, injecting contrast in the aneurysm sac. The physician embolized the aneurysm sac using onyx and put a vascular plug in the type iii endoleak, fabric. The type iii endoleak, fabric has been resolved. It was reported that eight months post-secondary intervention the patient presented with abdominal and back pain. This symptom was determined to be related to the type ii endoleak. The patient underwent to semi-conversion in order to treat type ii endoleak from the sacral artery. No additional clinical sequelae were reported and the patient is fine.